Manufacturer narrative:
On (B)(6) 2016, the contact reported that the customer was no longer receiving occlusions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 123 mg/dl. A cause of the past occlusions could not be identified. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The contact declined to complete the system check and stated that the external temperature of the pump would be monitored during bolus delivery.